Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. The right ventricular lead exhibited elevated capture thresholds and lead impedance. The lead was explanted and replaced. The patient was recovering after the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.